Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding abandoned staining runs on (B)(6) 2011 involving slide staining assemblies (ssa) 1 and 2 associated with a "critical error" message and smoke issuing from the front of the instrument. The instrument involved was bond-max serial number (B)(4). On (B)(6) 2011, leica microsystems was advised that all slides were able to be stained and were diagnosable, and that there were no adverse health effects on any personnel involved.